Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where during the procedure the dock was successfully deployed, and the initial measured dock depth during the procedural checkpoint, after suture slack was given, was 9 mm, which was considered acceptable and within guidelines. A decision was made to cut the suture. The dock height was measured and found to be approximately 11.5-12 mm; however, accurate assessment was challenging due to difficult imaging conditions caused by significant mitral annular calcification (mac) and extensive significant shadowing. After this measurement, the pigtail was placed, but the dock appeared even lower on echo and fluoro. Visualization became extremely difficult, as the dock appeared very low, almost completely sub valvular, and nearly impossible to identify in the 3d en face view. It was decided to perform atrial repositioning which worked well. The atrial turn was snared and it was possible to reposition the dock. No double guide sheath technique performed because of very limited space for a second tsp. The dock remained stable, and the valve was successfully deployed in 80/20 orientation without issue. Post deployment results were good, with no mitral regurgitation and no pvl observed. It was believed that the root cause was anatomical factors. One day after the procedure the patient was doing very well and was to be discharged soon.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. Analysis of images. The complaint for dock not located in the desired position -depth was confirmed with objective evidence through imagery. A review of IFU and training manual revealed no deficiencies. DHR review revealed no manufacturing-related defects. Imaging evaluation confirmed that the dock appeared to drop with the dock height measuring 14.6 mm. A snare was then introduced, raising the dock to a new height of 4.9 mm. The possible root cause for the low dock positioning is related to patient factors (the major root cause for the dock drop identified from imaging appears to be patient related; significant mac with mac spurs at p2 and p3 and borderline papillary muscle height (the antero-lateral papillary muscle height measures 24.2 mm and the postero-medial papillary muscle height measures 23.3 mm). The potential contributing factors to the dock drop identified from imaging are procedural and imaging related; procedural related factors are incorrect dock steerable catheter position (advanced and positioned too lateral outside of the tip of the ew gs) during slack translation creating tension on the tip of the atrial turn. Imaging related factors are inaccurate view planes while performing the dock height measurement at the suture slack dwell period procedural step. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
Following an internal imaging review, imaging shows a change in dock marker band position with a dock drop noted after delivery (14.6 mm), which improved to 4.9 mm following intervention with a snare. The primary root cause appears patient related with potential procedural and imaging-related contributors; the sm3 valve and dock were ultimately deployed in a stable position with no evidence of device malfunction, no residual transvalvular leak, a mean mv gradient of 1.4 mmhg, and a peak neo-lvot gradient of 1 mmhg, though residual pvl could not be assessed due to limited color doppler imaging.